Event description:
It was reported that the device and right ventricular (rv) lead exhibited oversensing noise resulting in two non-sustained high rate events. The device and rv lead were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. The analyst noted that the full lead was thoroughly analyzed electrically and visually in an attempt to find an explanation for the "oversensing" described in the event. There were noanomalies observed on the returned lead that would contribute to the oversensing described in the event. Neither an in-vivo insulation breach nor fracture was observed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: dtbb1d4 cardiac resynchronization therapy defibrillator, implanted: (B)(6) 2013; product ID: 507645 implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.